Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "damaged components ¿ received from supplier". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Use towel as drape for sterile area. 5. Pour cleansing solution onto rayon balls. 6. Prepare patient with saturated rayon balls. 7. Lubricate catheter. 8. Proceed with catheterization in usual manner. Catheter may be pre-connected to drainage tube before catheterization or allowed to drain into tray. To hold catheter while draining, press into indention in tray. 9. If specimen is required, fill sterile specimen container from catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray was leaking. It was unknown from where the leaking occurred.

Event description:
It was reported that the foley tray was leaking. It was unknown from where the leaking occurred.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.